Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted

Event description:
According to the available information, crack in pump tubing. Device removed and replaced. The patient's device wasn't fully inflating. When the pump was removed from the scrotum, there was a crack in the tubing going to the patient's right cylinder. The territory manager reported that the physician noted that the old reservoir was providing a lot of resistance when he tried to refill with new saline. He made several attempts to cycle the reservoir before deciding to exchange that as well. The tubing to the reservoir was torn but it is unclear when this happened (assuming it was during removal process).